Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had a slice on the tubing; further described as split and plastic appeared to be missing from the section approximately 7-8 inches above the distal end of the set (between the luer lock and distal injection site). While priming with normal saline, no leak was noted. The tubing was clamped and a leak was identified when the pump was started for an infusion of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a cut tubing. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.